Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat collateral arteries using ruby coils and pod packing coils (pod pcs). During the procedure, the physician attempted to advance and retract another pod pc using a lantern, however the pod pc unintentionally detached. Therefore, the physician decided to snare the detached coil; however, the pod pc broke and uncoiled. The physician was able to retrieve majority of the coil but some portion of the pod pc was left in the target vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.